Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The patient is not pacemaker-dependent, and the physician will schedule an explant procedure to replace the device. At this time, this device remains implanted and in-service. No adverse patient effects were reported.